Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had chest pain and a heart rate in the 30 beats per minute (bpm) range. There was no capture at maximum outputs, and the patient had intermittent diaphragmatic stimulation. A cardiac computed tomography (CT) scan revealed that the lead had perforated the patient¿s rv, and an x-ray confirmed the lead was in a different position. An echocardiogram was performed which showed there was no effusion. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.